Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The seal turned sideways in the loader device and could not load into the delivery tube. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was not properly loaded inside the tube because the seal was positioned sideways. The non-folded seal was visible and positioned inside the window of the loader. The deployment tube was advanced in the loader so that it was pressing on the seal with sufficient force to distort and compress the seal. The non-folded seal was also contacting the green buttons which squeeze the seal together during the folding process. The reported failure was confirmed. A lot history record review cannot be performed because the lot # was not provided by the hosp.